Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens implant procedure (iol) of advancing the iol in the cartridge, the plunger scratched the iol plate. The procedure was completed on same day with another back up iol. There was no patient contact noted. No further information available.

Manufacturer narrative:
A sample was not received, at the manufacturing site. For evaluation for the report of plunger scratched the lens plate. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. A sample was not received, at the manufacturing site. And no lot information is available. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).